Manufacturer narrative:
A steris service technician arrived onsite to inspect the washer and found that the flexible hose that connects the facility cold water piping to the unit's piping had a split, subsequently causing the reported water leak. The technician repaired the washer, ran a test cycle and confirmed the unit to be operating properly. The washer was returned to service and no additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance 444 washer. No report of injury.